Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (hcp) via a manufacturer representative (rep) indicated that the tablet had a usage version of 1.1.413 at the time of the problem. Since then, it had been updated. It was stated that on the 4th of december, the hcp was doing a routine refill procedure on a synchromed ii pump. When they finished programming and pressed update, the application crashed, the pump stopped and started alarming. Upon attempting to re-interrogate the pump, the a810 application displayed error code 323, indicating a 'pump reset occurred'. Despite several attempts to re-interrogate and dismiss the error, the issue persisted. The hcp tried once more to interrogate the pump using the tablet. Although the error code reappeared, it was dismissed and they were able to continue programming. However, pressing update again resulted in error code 323, 102 and 140. The pump was stopped for about 1h30min. Technical services suggested them to use the n'vision to finish programming, which was successful and the patient was able to go back home with a refilled pump. Technical services also suggested that the application be updated, the application was now version 2.0.1460 but new app version had not yet been utilized. When talking to the rep, he stated that only one application log was available for the date of the event. The hcp had tried to interrogate the pump with a second tablet, which showed the same exact issue (before they switched to the n'vision). The rep was unable to get the logs of the second tablet.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the devices would not be returned as the tablet was still functional so customer discarded and no explant programmed because pump restarted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 330,1 mcg via an implantable pump. It was reported that after filling, the doctor wanted to update the new programming but communication stopped and alert notifications 323 [potential underdose: a pump reset has occurred], 102 [ the pump is stopped due to either temporary stop configured or due to a failed update] and 140 [previous update failed] were seen. The pump was at this time in minimum flow stop mode. There were no particular reasons justifying the occurrence of this problem. Diagnostics/troubleshooting performed included updating the tablet with the new version 2.0.1460. Actions/interventions taken included attempting to clear error codes and reprogram. The programming tablet was changed but all these attempts were unsuccessful. Technical services in europe was called and finally an nvision was used to carry out the programming and restart with a positive result. The issue was resolved at the time of the report. According to the session long reports attached, the following codes were seen: service code 225 [potential under or over-dose. An error occurred on the pump. The pump has returned to minimum flow rate, code 541 [the pump has been reset] and code 224 [potential underdosing. The pump is stopped].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.